Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00262.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Associated products: (B)(4), shell with cluster holes, (B)(4). (B)(4), biolox delta taper liner, (B)(4). (B)(4), biolox delta, ceramic femoral head, (B)(4).

Event description:
Patient's right hip was revised 19 days post-implantation due to a periprosthetic femoral fracture. No further information was provided.